Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: november 08, 2012. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery for distal radius and ulna fracture took place on (B)(6) 2016. During the surgery, the surgeon tried to insert locking screws (2.0mm) into the distal holes of the reported locking compression plate (lcp) distal ulna plate after the temporary fixing the plate. However, the reported drill sleeve was not able to secure properly in the fourth, fifth, and seventh holes of the reported plate. Despite of many attempts such as using a spare drill bit, the surgeon could not manage securing any drill sleeves at the target holes. The surgeon eventually decided to insert cortex screws into the proximal four holes of the reported plate to avoid more extended surgical time and completed the surgery. The surgery was extended for thirty (30) minutes. This is report 3 of 3 for com-(B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: received one (1) lcp drill sleeve 5 f/drill bit ø4.3 (part 323.034) for manufacturing investigation. The article is in a used condition with small scratches visible on the surface. During the manufacturing investigation, the conical lcp 2.0 thread of the drill sleeve was checked with the functional gage. The measured thread zero point of the lcp drill sleeve has an actual value of -0.04 mm, which is within the specification of +0.15mm/-0.15mm as defined on the product drawing. Therefore, the thread of lcp drill sleeve will fit into the implant plate holes. There were no references to the reported issue. No manufacturing related issues were identified and/or confirmed. Product investigation summary: based on the manufacturing investigation results, the thread of lcp drill sleeve will fit into the implant plate holes. Unfortunately, the exact cause of this complaint cannot be determined. It is likely that the complaint condition was caused by mishandling. It is possible that the end user may have tried to insert the drill sleeves at an incorrect angle. No product fault condition was detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.